Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart and a cold reset was performed. The customer¿s blood glucose level was 202 mg/dl. Customer reported that they were able to clear the alarm, and the insulin pump did not require rewind and was not able to complete rewind. Customer also reported that the insulin pump had failed battery test alarm and battery out limit alarm. Customer reported that they were able to clear the alarm and also they did not received a request to rewind insulin pump. Troubleshooting was performed for pump error alarm, failed battery test alarm, and battery out limit alarm. Customer was advised that the insulin pump needs to be replaced. Customer declined to return the device for failure analysis. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, a21 error test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.